Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with cystoscopy due to sui. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh product was implanted. It was also reported that the patient experienced extreme pain, dyspareunia, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that patient underwent operative laparoscopy, lysis of adhesions and cystoscopy due to pelvic and bladder pain on (B)(6) 2010. It was reported that patient underwent marshall-marchetti-krantz procedure, cystoscopy and mesh excision on (B)(6) 2014 due to sui and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.